Event description:
The customer reported being admitted as an inpatient for medical treatment due to low blood glucose of 30mg/dl by the time the paramedics arrived. Initially, the customer reported that her insulin pump was not functioning because she was having low and high blood glucose. Troubleshooting was performed. The drive support cap appears normal. Reviewed the programming and it was correct. Assisted the customer to run the displacement test and passed. The customer stated that the insulin pump was exposed to a high magnetic field. During the call was found that the customer was using expired product and sensors, which could be the reason for the problems she had encountered. The customer stated that the police surrounded her because she was driving erratically four days ago. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.